Event description:
It was reported that during an anastomosis intestinal procedure, during stapling there were four reloads used. When the anastomosis was revised an opening in the staple line was found. It was not possible to identify which was the recharge that failed. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Additional information was requested and the following was obtained: when the anastomosis was revised: during the procedure was this during the initial procedure? Yes, or did they have to re-operate to revise the anastomosis due to a post-op leak? Please explain: the surgeon check the anastomosis during the procedure when he finish to use the mech. How many days post-op did the leak occur? Cero. How was the leak repaired? With suture. Was there any further patient harm? No. Patient condition after the procedure was completed? I don¿t have this information, but the hospital don¿t send us any additional report.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ntlc55 device was returned with 4 cartridges reloads present. The reloads were received fully fired. Further evaluation found that the channel shroud was damaged. This damage is consistent when the closing latch is opened beyond its stop position. In addition two reloads were received fully loaded with staples and locked. This conditions is consistent with any improper loading technique please reference the instructions for use. The device was tested for functionality with the return cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.